Manufacturer narrative:
(B)(4) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
On (B)(6) 2011, no aida memory data were available upon interrogation. A warning was displayed to indicate the ICD delivered an ineffective shock at maximum energy. The day after, the device was interrogated again, and all data were available. The physician requested an explanation. Preliminary analysis indicated the warning was raised for a ventricular arrhythmia episode that occurred on (B)(6) 2011. This episode was successfully converted by the device after delivery of two other shocks; return to slow rhythm was recorded after the last delivered shock.